Event description:
Baxter reported a solution leak from under the closed twist clamp of a transfer set. The affiliate indicated the clamp was not broken. The transfer set had been in use for two months. No pt injury or medical intervention was reported per baxter affiliate.